Event description:
After a right femoral sheath was placed without complications, a right arterial sheath was placed. The dr then went ahead and tried to float a catheter through the right femoral venous sheath. The dr could not get the catheter to advance more than 1" through the sheath, and it felt that the right femoral venous sheath was kinked. In slowly inching back the venous sheath it suddenly snapped 1" from the hub and part of it remained kinked in the right femoral venous system.